Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the presence of dirt on the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the most likely cause of the malfunction was traced to a component failure. Due to dirt on the objective lens, the image becomes foggy. (Poor quality image) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.